Event description:
It was reported that, during pre tka surgery inspection the outer packaging of a gii ps hi flex isrt sz 3-4 9 was found the to be intact and without issues. During surgery, after opening the outer packaging, it was discovered that the plastic shell of the inner packaging was not properly sealed, although the innermost plastic sealing was intact. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H11: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that inspection found the outer packaging to be intact and without issues. After opening the outer packaging, it was discovered that the plastic shell of the inner packaging was not properly sealed, although the innermost plastic sealing was intact. However, this does not meet the criteria to be reportable, since the sterile barrier was not breached. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device finds the device returned with the plastic inner trays and an implant in an open poly bag. The tyvek seals/covers were not returned with the plastic trays. The outer tray shows residue from a complete seal with the cover, the inner tray does not have a continuous residue ring visible. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that the vacuum packaging process is the most likely cause of the failure identified. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the component should be placed in the poly bag, place component in inner tray, seal inner tray. Place inner tray into outer tray and seal. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d5, d7a, d9. Corrected: g2, h6 (medical device problem code).

Manufacturer narrative:
The package was not returned for evaluation; therefore, a device analysis could not be performed. However, the photographs were reviewed and revealed that the inner tray is half sealed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that the vacuum packaging process is the most likely cause of the failure identified. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the component should be placed in the poly bag, place component in inner tray, seal inner tray. Place inner tray into outer tray and seal. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is indicated. Should the package or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.